Event description:
On 12/12/2007 the pt reported that she received the 09 (technical inspection due) error on her infusion device. She stated that she does not believe she received the prior 8x alerts (88, 86, 84, 82) warning her that the infusion device would soon shut down. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.